Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by hospital staff that during use, the cardiosave iabp (intra-aortic balloon pump) showed an message and alarm was displayed that system was overheating. N o harm or injury reported to the patient.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval, return to manufacture date), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The getinge field service engineer (fse) was dispatched to evaluate the unit. Fse replaced compressor and temperature sensor. Fse states that the compressor had not yet reached its expiration date. However, in functional tests such as the rotation speed, the rotation speed was higher than other equipment, so it has been replaced. Inspected according to the service manual and found to be in good condition. The following was performed by technician of the maquet failure analysis and testing (fat) department. The failure analysis and testing department received the following parts associated with this complaint: compressor scroll and temp sensor probe. These parts were received with a reported unit failure message of system overheating occurred. The failure analysis and testing dept. Performed a visual inspection, and parts look to in good condition. Installed temp. Sensor probe and compressor scroll into the cardiosave test fixture and tested to the cardiosave service manual. The fat dept. Pumped the cardiosave test fixture and did not observe system overheating message on screen. The fat dept. Could not verify the failure message of system overheating message. Both parts passed testing. Retaining compressor scroll and temp. Sensor probe in the fat dept. Per procedure.